Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.

Event description:
It was reported, surgeon was taking out a screw with the extraction screwdriver and the tip of the screwdriver broke off.